Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Alarms from the dialysate delivery system occurred during a routine hemodialysis treatment which halted supply of dialysate. The alarms could not be resolved. The operator discontinued treatment without performing rinseback, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback. The user's guide instructs the operator to promptly rinseback the patient's blood in the event of an unrecoverable alarm. The alarms are most likely the result of a loose connection leak. The user's guide states to always secure connections prior to introducing fluid into the system. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional information will be provided.